Event description:
It was observed during central processing that the wires of the tenaculum forceps was frayed. No patient harm, adverse outcome, or injury was reported. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint regarding the issue of frayed cables. The instrument pitch cable was frayed by the distal drive cable. The pitch up cable was frayed at the distal clevis hub. Frayed strands were sticking out at the wrist. Other cables at wrist were not damaged. No other damages were found to be noted on the instrument. The complaint is being reported due to the frayed cables on the tenaculum forceps instrument. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.